Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in the nozzle¿, was confirmed. The foreign material could not be specified. The root cause of the remaining foreign material could not be identified since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope had water leakage from the button. The device was returned for evaluation. During the device evaluation, the following was found: there was foreign material inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1/establishment name: medical corporation six medical association shiodome city center central clinic added here due to character limitation in respective field. Prior to the device being returned, the customer cleaned, disinfected, and sterilized the device. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. The device was cleaned with the fuji endstream. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was flushed with a detergent solution. Additionally, there was no discomfort and reprocessing were carried out as usual. The device was returned to olympus for evaluation and the evaluation found the following: due to a scratch on switch 1 the water tightness was lost, the bending tube was deformed, the adhesive on the bending section cover had a chip, the objective lens and light guide lens had a crack, the indication on the connecting tube was unclear, the connecting tube and control unit had discoloration, the connecting tube and universal cord had a wrinkle, the electrical connector had corrosion due to water leakage, the forceps channel port and suction cylinder was shaved, due to damage on the charged coupled device unit a flare occurred, and the following were peeled: the adhesive around the objective lens and light guide lens, the indication on the suction connector, and paint on the air/water cylinder. Additionally, the following had scratches: the adhesive on the bending section cover, the plastic distal end cover, switch 1, connecting tube, the protector of the universal cord on the control section side and on the suction connector side, the suction connector, universal cord, image guide protector, grip, control unit, right/left knob, up/down knob, forceps elevator lever, forceps elevator knob, switch box, and scope cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.